Event description:
It was reported that pump displayed malfunction code that indicated pump malfunction, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Customer was informed that malfunction code was resettable, but same code recurred after reset, so customer was assisted by technical support and was sent replacement pump.